Manufacturer narrative:
(B)(4). Reference manufacturer report # 2647580-2016-00384 for a premium surgiclip* s-9.0 titanium device used in the same case. Additional information received: describe event or problem.

Event description:
According to the reporter: additional information received from the account stated that there were no issues with squeezing the handles when applying the clips. Clips were able to load properly into the jaws and be fired correctly. The slipping clips did not look malformed.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a flap procedure, the surgeon had placed the clips over the vessel and closed. But once the full squeeze and release had been applied and the device removed from where he was clipping, the clips were just sliding off. This was causing the vessel to tear.